Event description:
Device 2 of 2. Reference MFR report: 1627487-2013-04966. It was reported the patient had an infection at both incision sites. The patient was hospitalized from (B)(6) 2013. The physician opted to explant the scs system. In addition, the physician undertook additional surgical intervention to clean the infection on (B)(6) 2013. A culture had been taken, but the results were unknown. The physician placed the patient on IV antibiotics 3 times a day through a PICC line. It was reported the infection was resolving with the intervention.

Manufacturer narrative:
Evaluation method: the device history and sterilization records were reviewed. Results: review of the DHR found a nonconformance related to the product lot. However, the individual affected device was reworked an all devices within the lot met acceptance criteria. Therefore, the DHR anomaly is not related to the alleged device complaint. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.